Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 450 mg/dl with moderate ketones. It was reported the pump alarmed for a loss of prime issue more than 3 times and the cartridge had not been changed. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious injury was related to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(6) 2015: the previously reported lot number is invalid: the lot number associated with this product is unknown.